Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased and high threshold on multiple vectors. The high threshold and programmed outputs resulted in the lv lead not capturing. The lv lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.